Event description:
The lead was returned for analysis after 8 months of service life because of rv impedance >2000 ohms, 6 inadequate shocks were delivered. No patient complications have been reported as a result of this event.